Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired a (B)(6) infection following the implant procedure. The device was explanted. The patient was hospitalized and was given IV antibiotics. There was no report of further complication. The patient expressed interest in future reimplant.